Manufacturer narrative:
Pc-(B)(4). Only event day and year known. Batch # unknown. (B)(4) an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Photographic evaluation: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue with a staple line. Some staples could be observed between the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos the event described cannot be confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe how was the leak identified? What was observed at the site of the leak upon reoperation? Ileostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that complicated with dehiscence of a terminalized latero-lateral ileocolic anastomosis performed with ntlc75 performed on 19th november. Remaining intact anastomosis. The disassembly and preparation of terminal ileostomy in (B)(6) was carried out. Smi level ii admission.

Manufacturer narrative:
(B)(4) date sent: 03/10/2022. Hernia and sepsis was omitted on previous report. They have been added to h6.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. Additional information was requested, and the following was obtained: what were the indications for surgery? Closure of an ileostomy and consequent reversal of the transit. What surgical procedure was performed? Disassembling an ileostomy and making a terminalized l-l ileocolic anastomosis. What color setting was selected on the device and what was the sequence of the firings? Blue. What anatomical structures was the device fired on? Terminal ileon and transverse colon. What device was used to create the common channel? Gia 75. What was used to close the common opening? The same (gia 75). Were there any issues experienced with the device in the initial surgical procedure? Sepsis with abdominal starting point. How were the post-operative issues identified? Abdominal and pelvic CT. Were there any issues noted with staple formation at any point throughout the care of the patient? No difficulty with the automatic suture machine was expected; upon review the suture lines on the internal and external face were intact. How was the leak identified? Some difficulty with the progression of the cut; we felt we had to use more force than usual! What was observed at the site of the leak upon reoperation? Staples not closed at the distal end of the anastomosis ileostomy temporary or permanent? Temporary ileostomy.